Event description:
The patient lost 35-40 pounds due to medical problems. The tissue over the neurostimulator thinned with some skin erosion. There were no signs of infection. The pocket was revised. The patient was reported to be doing well. The incision had healed and there were no signs of infection in the pocket postsurgically.